Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 146 mg/dl. The customer stated that the pump was pulled off as he was trying to escape fire and device was burn in fire. The customer was advised to discontinue use of the device and revert to backup plan. The customer was not wearing the pump. Customer was advised that the device will need to be replaced.